Manufacturer narrative:
UDI - (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no issues when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the affiliate, after two days an icp express failed to detect the microsensor. After reconnecting the sensor, the monitor showed incorrect data. Another was used to complete the procedure. There were no reports of delay or patient harm.